Manufacturer narrative:
Manufacturers ref (B)(4). This event was found reportable after investigation. G4) similar to device marketed under PMA/510(k): p140016 h6) e2402 - appropriate term / code not available for "entry flow into the false lumen" summary of investigational findings: during a post marked clinical follow-up (pmcf) study cook became aware of this event. A 72-year-old male patient with a type b acute aortic dissection was treated with a zta-p-36-209 (complaint device) and non-cook stent. The dissection was complicated by malperfusion. Lsa (left subclavian artery) was completely covered and lsa-lcca (left common carotid artery) bypass was performed prior to zta implantation. Proximal neck was reported as irregular, distal neck was reported as parallel. Both necks were reported with mild tortuosity and calcification. Primary tear was in zone 3: first 2cm distal to left subclavian. Proximal location of dissection was also in the same zone. Most distal zone of dissection was in zone 10: common iliac arteries. Intended proximal seal zone was in zone 2: left common carotid to left subclavian. Intended distal seal zone was in zone 5: mid descending aorta to celiac. Length of proximal sealing zone was 25 mm. Length of distal sealing zone was 0 mm. Procedural angiography showed that thoracic false lumen was partially thrombosed, source of flow was reported as primary tear and type of flow was reported as proximal 1a (current complaint). Abdominal false lumen was patent. Source of flow was reported as primary tear and type of flow was reported as distal 1b. 1 month, 12 months, 2 years and 3 years CT follow-ups showed no progression of dissection or development of a new entry tear. Thoracic false lumen was completely thrombosed. Abdominal false lumen was patent. The source of lumen flow was unknown. No imaging of the reported event has been provided for the investigation. According to the IFU (instruction for use), the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the patient with dissections. Consequently, the use of the complaint device is outside of the intended use. Furthermore, per the IFU, the proximal and the distal ends of the device should be landed in parallel aortic neck to ensure fixation and seal. Based on the reported information, it can not be ruled out that the use of the zta device for treatment of a type b acute dissection and patients anatomy as irregular proximal neck could have contributed to the type 1a proximal entry flow into the false lumen. Cook will reopen this complaint if imaging is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: false lumen patent, source of false lumen flow: primary tear, type 1 proximal. No evidence of endoleak(s) at the completion of procedure. No evidence of device issue(s) at the completion of procedure.